Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pacing impedance greater than 2000 ohms, high pacing thresholds, and noise. This ra lead was found to have been fractured. The patient underwent a procedure in which this ra lead was surgically abandoned and a new atrial lead was implanted. This ra lead is no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.